Manufacturer narrative:
B3: date of event corrected from (B)(6) 2021 to (B)(6) 2021.

Event description:
It was reported that a device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45 day follow up appointment, the echocardiography physician noted a slight proximal shift in the device. There was no leak or thrombus noted during the follow up appointment. It was further reported at the time of the implant, the patient had a sinus rhythm. There was no harm to the patient and the patient is doing fine.

Manufacturer narrative:
Date of event - estimated as this is unknown, but likely occurred in april.

Event description:
It was reported that a device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45 day follow up appointment, the echocardiography physician noted a slight proximal shift in the device. There was no leak or thrombus noted during the follow up appointment.